Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded, resolving the alarm condition. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the power-on, the unit alarmed for a system failure, affecting mechanical ventilation. There was no report of patient involvement.